Event description:
The user facility reported that within the first ten minutes into a therapeutic endoscopic retrograde cholangiopancreatography (ercp) procedure, as the physician attempted to pass the sphincterotome through a stricture in the common bile duct, the sphincterotome reportedly became bent and fractured, and the user could initially not remove the device. The physician reportedly advanced the device, and the diameter reduced sufficiently that the device could be removed. When removed, the distal end of the device was noted to be damaged, but remained intact. Fluoroscopy was performed and confirmed that no device fragments were left in the patient. The procedure was completed with a similar , but difference device. There was no patient injury reported.

Manufacturer narrative:
The device referenced in this report was returned to olympus for evaluation. The device was received contaminated with biomaterial, which limited the evaluation to a visual inspection only. The evaluation found that the sphincterotome was not fractured, but was significantly bent approximately 29 mm from the distal end, likely as a result of excessive force being applied to the sphincterotome during use. The cause of the user's experience could not be conclusively determined, however, the patient's anatomy and/or user handling may have been contributory factors. The device has been forwarded to the original equipment manufacturer (OEM) for further evaluation. If additional significant information is obtained, the report will be updated. This report is being submitted as a medical device report in an abundance of caution.